Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument's wire snapped at tip. No fragments fell into the patient. The procedure outcome was completed with no reported injury.